Event description:
There was no system 90 extender tubing in the insertion kit. No product was returned to datascope for evaluation. (Event complications: unknown - reported 10/14/97.) (Pt's current status: unk - rptd 10/14/97.)